Event description:
It was reported that a user experienced persistent hyperglycemia after switching phones while using the ilet, with device reports indicating insulin delivery and one prior infusion set change; the user was advised to perform a full supply change, completed blood glucose questions, declined a callback, and planned to call back if the issue persisted. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued device use with troubleshooting and education completed. Investigation included review of device delivery reports and user-guided troubleshooting focused on infusion set and full supply change. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.